Event description:
This report summarizes one malfunction a review of the reported information indicates that model ecp017g biopsy probe allegedly experienced filling problem, dull and foreign material present in device. The information was received from one source. This event did not involve a patient as there was no patient contact, age, weight and gender were not provided.